Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the lead exhibited low sensing and unaccepted capture threshold during an implant procedure. A micro-dislodgement was observed under fluoroscopy. The physician also noted blood under the insulation. The lead was explanted and replaced. The asymptomatic patient was stable before, during and after the procedure.